Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2. Upon reassessment of the reported event, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1225112 MFR report#: 0001225112-2022-00003.

Event description:
Upon reassessment of the reported event, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1225112.

Manufacturer narrative:
(B)(4). Concomitant medical products: concomitant devices - accufill bone substitute material 3cc catalog #: 201.130, lot #: 102222-0231. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was used and remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3008812173-2020-00025, 3008812173-2021-00001.

Event description:
It is reported that the patient experienced severe pain immediately following a subchondroplasty procedure utilizing an accufill injection. The pain required prolonged hospitalization and was treated with oxicodon, a patient-controlled analgesia (pca) pump and transcutaneous electrical nerve stimulation (tens). To date, the patient's pain has decreased, but continues. Attempts have been made, however, no additional information is available at this time.